Event description:
A user facility medwatch (mw#2100160000-2023-8003) was received reporting that while a patient was undergoing a structural heart case, the epiq 7c ultrasound system shut down. The error code on the system stated, "reconnect the transducer and reselect. Diagcode: 007". The system was replaced to finish the case. There was no patient or user harm associated with this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
The manufacturer previously reported the epiq 7c ultrasound system shut down during a structural heart case with error "reconnect the transducer and reselect. Diagcode: 007". No patient or user was harmed as a result of the issue. Multiple attempts to have additional information, images, and type of probe used were unsuccessful. The manufacturer believes they will be unable to gather any further information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.